Manufacturer narrative:
No damage to the reservoir compartment noted. Unit received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked case at reservoir tube window corner and missing reservoir tube o-ring. (B)(4).

Event description:
Customer reported via phone call to have woken up with blood glucose of 561 mg/dl. Customer reported that it was noticed that the reservoir compartment was damaged and reservoir would not stay in and he o-ring came out. Customer's blood glucose was 252 mg/dl at the time of incident. Customer was advised that insulin pump would need to be replaced.